Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had constant downstream errors. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'constant downstream errors' was unable to be reproduced. A review of the event history log revealed multiple 'downstream occlusion!' Messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor readings out of specification. The force sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.